Event description:
It was reported that a malfunction alarm occurred before the pump's software registered a specific error. There was no adverse impact to the customer¿s blood glucose level. The customer did not report any prior reset attempts, so technical support assisted in resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump normally with instructions to report any recurring issues.